Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements on the right atrial (ra) channel. Reprogramming options were discussed. This device remains in service. No further adverse patient effects were reported.